Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9900 system experienced a fluoro function board reboot of the c-arm. It was noted that the system is freezing and collimating down on its own. There was no report of pt injury.